Manufacturer narrative:
Concomitant medical products: model: 694765, lead; implanted: (B)(6) 2002 , model: 3058, urinary ipg; implanted: (B)(6) 2012, model: 3889-28, urinary lead; implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented to the emergency department and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. The remote transmission displayed an alert for the right ventricular (rv) lead for high rv threshold. The physician indicated that they thought the implantable cardioverter defibrillator (ICD) had misclassified ventricular tachycardia (vt) events as a supra ventricular tachycardia (svt) episodes and the device withheld therapy. Follow up was conducted and no reprogramming has been completed at this time. No further patient complications have been reported as a result of this event.